Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data was collected from the device and analysis of the device memory indicated a magnet response. It was noted a magnet response tone occurred on (B)(6) 2016.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) alarmed due to the patient being near a magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.